Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event may have occurred due to the fact that the device was damaged during the user's handling, and moisture entered the interior from the damaged area, and the image sensor unit was damaged by the moisture. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the reported issue in b5 could not be reproduced. In addition, the device evaluation found that the angle of curvature in the up direction did not meet the specification due to wear of the angel wire, the charged coupled device lens was discolored, the video cable was not waterproof due to perforation, the charged coupled device unit was damaged and the specified resolution could not be produced, and the distal had a minor scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus that whiteout occurred in endoscopy images from the videoscope. The issue was found during preparation for an unspecified diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.